Manufacturer narrative:
(B)(4).

Event description:
It was reported that following exposure to a theft defector or security gate, the patient experienced no stimulation while stimulation was turned on. It appeared the patient had reached upper stimulation limits. Additional information was requested.